Manufacturer narrative:
Bd had not received samples, but 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode of molding defect was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes that two (2) tubes had a plastic protrusion inside the tube body. The protrusion caused short sampling errors on the roche hematology instrumentation. There was no health impact or consequence reported.